Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported keypad buttons are delay: ok, 1, 3, 6 and exit which was reproduced. The reported condition was verified. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced delayed keypad buttons of ok, 0,1, 3, 6, and exit. The event date, process step and the location where the event happened were not provided by the reporter. There was no patient involvement. No additional information is available.